Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-13338. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention may take place at a later date to explant the patient's system.

Event description:
Related manufacturer reference number 1627487-2019-13338. It was reported during follow up that the patient underwent surgical intervention during which the patient's lead and ipg were explanted. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-13338.